Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that their first implant only lasted 2 years before it malfunctioned and they had to get it replaced. Patient mentioned that they already reach manufacturer and asked why they had to pay for a second one if the first one should have a warranty if it cost more than a car. Patient said they reached out to manufacturer and was told that their doctor should have sent it in after the 2nd surgery. Patient asked why they were not made aware of this beforehand because if they knew they certainly would have done that. Patient mentioned that if the ins was made to last 10 - 15 years and only last 2, there was something wrong with the device. Patient mentioned that they were receiving an error when they tried to make adjustments back on october or november, they called manufacturer and they were advised to reach their healthcare provider (hcp). Hcp informed them that there was nothing to do that the implant needed to be replaced. The patient was redirected to their healthcare provider (hcp) to further address the issue.